Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer is having low blood glucose since they made some adjustment but has communicated with the doctor's nurse. The customer stated he didn't bolus because the buttons were to hard for him to press. The customer was advised to give himself a manual injection to take care of 500 mg/dl blood glucose. The customer was advised to continue calling the helpline. The customer reported the incidents for documentation.